Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have coontributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous and calcified mid left circumflex that is 99% stenosed. Predilatation was performed prior to stenting. During advancement of the 2.75x15 mm xience v stent, resistance was felt due to the patient anatomy. After deployment of a 2.75x15 mm xience v stent in the lesion, a distal edge dissection occurred. A 2.75x18 xience v stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.